Event description:
The physician achieved arteriotomy closure using the closer s device on 12/2001 and then again in 2002. On 1/2002, the physician shot a femoral arteriogram where it looked to be a bifurcation stick; the physician sutured the bifurcation together. The pt was referred to a cardiovascular surgeon for surgical repair of the right femoral artery. The pt had a cutdown performed and sutures were cut to open up the bifurcation. The pt was discharged the following day.